Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose 50's mg/dl. Customer did not troubleshoot their low blood glucose reading. The insulin pump did not vibrate after testing. Insulin pump will be returning for analysis. The customer was not using auto mode feature during the serious injury.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test and displacement test. The audio tone or vibrate feature on the pump functioned properly during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.